Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and confirmed the tubing going to the wbc (white blood cell) bath and hgb (hemoglobin) chamber were worn and frosted over by routine bleaching bath procedures performed over time. The fse replaced the tubing resolving the issue. This MDR is related to another MDR, 1061932-2014-01729, for a similar event on a different date.

Event description:
The customer reported an erroneous high mean cell volume (mcv) result on one patient sample without instrument generated messages when using the unicel dxh 800 coulter cellular analysis system. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. Erroneous results were reported out of the laboratory. However, there was no death or injury attributed to this event and there was no change to patient treatment.